Event description:
An ophthalmic surgeon reported that the system shut down on its own during a cataract with intraocular lens surgery. This resulted in a posterior capsule rupture. The case was completed after restarting the system. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).